Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the one actual device was provided for evaluation. A visual inspection by the naked eye observed the female connector was separated from the main body. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues observed. The reported condition was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the threaded parts of a minicap transfer set were no longer secured together and as a result, the patient couldn't disconnect from the drainage bag. This was identified after use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.